Event description:
Boston scientific received information that during the implant procedure all measurements for the right ventricular (rv) lead were appropriate. After the lead was connected to the competitor device and the pocket was closed, the amplitude was less than 1mv. The pocket was reopened to reposition the lead. The lead became stuck in the patient's valve and could not be unscrewed. The lead was removed by gently pulling on it; however, this caused the lead to break. As a result, the lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the helix was extremely stretched and there was tissue entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.